Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of device malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced recurrent insulin occlusion alerts on an ilet pump, with one event associated with elevated blood glucose up to 275 mg/dl and approximately two hours above 180 mg/dl; the user performed a full supply and infusion-site change and resumed insulin delivery, but subsequent occlusion alerts persisted, leading to replacement of the ilet due to a suspected hardware-related occlusion issue. Symptoms included hyperglycemia without reports of loss of consciousness, dizziness, diabetic ketoacidosis, or need for assistance. Outcomes included temporary interruption to insulin delivery and device replacement, without medical intervention or hospitalization. Investigation included customer support troubleshooting, infusion set and supply changes, and receipt and inspection of the returned device. Investigation of this device revealed a missing screw on the mainboard and attempts to secure it revealed damaged threads. The screen of the device was also found to be cracked. It was concluded that the cause was a jammed screw contributing to the occlusion alarms.